Event description:
The rptr stated the surgeon inserted a 20.5 diopter aq2010v silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reported stated the surgeon felt the cause of the torn lens was due to the injector and cartridge. Another same type lens was implanted with no problem, using a fresh injector and cartridge.